Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
According to the report of (B)(6) 2013, the pt's surgeon stated that the pt presented with infection at the implant site. The device was explanted, leaving the active lead in the cochlea. No new device was implanted, as the surgeon is waiting for the infection to clear. The pt continues to have infection at the implant site. Despite device removal, so the surgeon is considering another surgery to remove remaining implant parts.